Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or complaint sample was available for evaluation. A detailed investigation or batch review could not be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on december 23, 2015. (B)(4).

Event description:
It was reported that a patient developed a perirectal pressure ulcer secondary to the rectal tube. No additional information was provided.